Event description:
Provider states front caster rotated in the frame mount while user was driving chair, causing him to fall from chair. Reporter alleges end user was in his chair went down the ramp at his home and fell with the chair. No injury, but scratches, and did not seek medical attention. The technician alleges that end user's ramp is too steep and because of the momentum of going down ramp, this caused the castors to rotate. (B)(6) stated the technician advised end user to replace ramp.

Manufacturer narrative:
Called (B)(6), in which she stated that she received a call on (B)(6) 2012 from end user. (B)(6) alleges that the end user stated he was in his chair, went down the ramp at his residence and fell over with the chair. She stated the end user did not have any serious injuries, only scratches. (B)(6) alleges the end user did not seek medical attention. She sent technician to patients residence in which technician alleges that end users' ramp is too steep and because of the momentum of going down ramp this caused the castors to rotate. (B)(6) stated the technician advised end user to replace ramp. (B)(4).